Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, date of implant (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular-pace and post ventricular-sense and oversensing post premature-ventricular-contractions. The lead remains in use. No patient complications have been reported as a result of this event.